Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and baclofen via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s friend/family member reported that the patient was currently in the hospital and was going to be discharged today. Per the reporter, the patient had been having spasms that started 2 years ago and became ¿worse and worse and worse¿ over 6 months to the point that the boluses weren¿t helping, and nothing would touch it; he was in severe pain and spasms for 4 hours at a time, so she finally took him to the ER (emergency room). Per the reporter, the hospital doctors had been in contact with his pump managing physician who was in another state. During his hospital stay, the doctors had increased the baclofen dosing ¿which took a while to just accept the new drug ¿ like 3 days to do that¿. She stated that whenever they got the new meds in him, that¿s when the spasms decreased. She also mentioned that the neurology department wanted an MRI due to the new spasms, but the patient had been unable to get an MRI while an inpatient due to them being backed up. She was interested in having the pump interrogated after the MRI when the patient had one as an outpatient. She mentioned that the patient had had an MRI once or twice before and ¿it tested up fine after¿. She was redirected to the patient¿s hcp for having the pump checked after the MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the MRI and catheter studies did not reveal any mechanical or equipment issues. The catheter intact, able to flush. No new MRI changes. The patient responds to bolus. Per the healthcare provider at this time they believed symptoms are due to patient¿s old but progressing neurological spinal cord injury. The actions and interventions taken to resolve the spasms and pain was increase baclofen concentration and dosage, physical therapy. The other actions and interventions taken or planned to resolve the issue was active treatment. In regards to clarification if the patient¿s falls were related to the device, therapy and or implant procedure, the healthcare provider noted none of the above.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient representative indicated that, for two years, the patient's spasms were getting worse and the healthcare provider (hcp) kept increasing the patient's baclofen. Per the patient representative, "now they want to check equipment". In the past nine months, the patient had had multiple falls and had been admitted to the hospital to make sure nothing had happened to the pump during the falls. The patient had a fall on (B)(6) 2023 and was admitted to the hospital. It was also reported that the patient was in the hospital "for all the pain" they'd had. Due to the many falls, "they" were wanting to check the pump to make sure nothing was damaged from the falls. The patient was in terrible pain. On (B)(6) 2023, the patient had a catheter dye study and they were doing magnetic resonance imaging (MRI) to check the pump. At the time of this report, the patient was in pain and additional information was unable to be obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported there was no infusion issue and the patients body spasms were reduced by increasing the boluses and receiving oral medications. The daily rate was increased by 12% and the 12 boluses per day were kept the same. The patients weight was provided and there was no plans to explant or revise the medtronic device.